Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deep brain stimulation (dbs) patients implantable pulse generator (ipg) had reached the end of its service life. The patient underwent an explant procedure and is recovering well postoperatively. The ipg was retained and will not be sent for analysis. Additional information was received that the device is being returned for analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional information was received that the patient was utilizing settings that exceeded typical therapeutic parameters.

Event description:
It was reported that a deep brain stimulation (dbs) patients implantable pulse generator (ipg) had reached the end of its service life. The patient underwent an explant procedure and is recovering well postoperatively. The ipg was retained and will not be sent for analysis. Additional information was received that the device is being returned for analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deep brain stimulation (dbs) patients implantable pulse generator (ipg) had reached the end of its service life. The patient underwent an explant procedure and is recovering well postoperatively. The ipg was retained and will not be sent for analysis. Additional information was received that the device is being returned for analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional information was received that the patient was utilizing settings that exceeded typical therapeutic parameters.

Manufacturer narrative:
Correction to blocks: b1and h11 block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: mhy and pjs. The returned implantable pulse generator (ipg) was evaluated and it was confirmed to be in elective removal indicator (eri) state. Analysis of the data log shows that the ipg reached the elective removal indicator (eri) 2 years, 3 months, and 8.2 days after the initial active programming. The average energy use index (eui) recorded was 16.7, which corresponds to an estimated theoretical battery lifespan of 1 year, 10 months, and 8.2. Per labeling, batteries lasting 12 months or longer prior to eri provide a minimum of four weeks between eri and reaching end of battery life. Visual and functional inspection revealed no abnormalities; the ipg exhibited typical characteristics. The investigation determined the likely root cause to be an end of life condition. In addition, the reported allegation of high impedances was not confirmed. The ipg displayed typical characteristics during testing. The probable cause of high impedances is no problem detected as no visual or functional anomalies were observed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deep brain stimulation (dbs) patients implantable pulse generator (ipg) had reached the end of its service life. The patient underwent an explant procedure and is recovering well postoperatively. The ipg was retained and will not be sent for analysis.